Event description:
It was reported that the patient presented in clinic for a follow-up. Upon interrogation, it was noted that the pacemaker was in back-mode. The pacemaker was reprogrammed. The patient was in stable condition.